Manufacturer narrative:
Concomitant medical products: dmb1d1 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was observed on stored episodes when a remote monitoring transmission was reviewed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.